Manufacturer narrative:
The customer was provided with support with assistance from the ge healthcare remote technical expert to troubleshoot the issue with their device. The customer was recommended to check the device connections and to replace the cpu board to correct the issue.

Event description:
The customer reported that while starting up the device, an error was observed indicating a loss of audible alarms. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).